Event description:
It was reported to tyco healthcare/kendall that an environmental services contract employee at a hosp received a needle stick in the palm of their hand with a 19 gauge needle. The needle was attached to a 60cc syringe which punctured the side (near corner) of 8980 container. The worker claimed that the 8980 took a hard impact fall onto its side as it was sitting on top of another container off the ground. The worker picked up the container that fell and was injured while not seeing the needle that had punctured through both the 8980 and its secondary cardboard box which was used for staging for removal by their waste disposal agent.